Event description:
A user facility returned the olympus asset return, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/ water tube and cylinder, and jet tube had white foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return maintenance process and the following was found: air water cylinder had no color, the suction cylinder had no color, label on the suction connector was peeled, due to burn on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value, due to damage on objective lens, a foggy image occurs, due to wear of angle wire, bending angle in the up direction did not meet the standard value, light guide lens was cracked, bending tube was deformed, universal cord was wrinkled and the following were scratched: switch 1, plug unit, objective lens, connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.